Manufacturer narrative:
Device evaluated by MFR: the unit was returned in a generic plastic bag. The wire was inspected and it has kinks in the tip, middle and distal sections. Also the ranger device that was returned along with the wire has accordioned sections which do not allow the v-18 wire to be removed. It is possible that the kinks found could have contribute with the alleged failure of "difficulty tracking over wire". The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report#: 2134265-2016-11817. Reportable based on device analysis completed on (B)(6) 2016. It was reported that during a percutaneous transluminal angioplasty procedure, difficulty advancing over the guidewire occurred. The target lesion was located in the distal superficial femoral artery (sfa). After a v-18 control wire guidewire was positioned in crossover technology, a 3.00mmx80mmx150cm ranger sl dcb otw balloon catheter was attempted to advance over the guidewire, but just a part of the balloon catheter could be pushed over the wire. The balloon catheter and the guidewire were removed. The procedure was completed successfully with a mustang catheter. No patient complications were reported and the patient's status was well. However, the returned device revealed catheter entrapment on guidewire.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report#: 2134265-2016-11817. Reportable based on device analysis completed on (B)(6) 2016. It was reported that during a percutaneous transluminal angioplasty procedure, difficulty advancing over the guidewire occurred. The target lesion was located in the distal superficial femoral artery (sfa). After a v-18 controlwire guidewire was positioned in crossover technology, a 3.00mmx80mmx150cm ranger sl dcb otw balloon catheter was attempted to advance over the guidewire, but just a part of the balloon catheter could be pushed over the wire. The balloon catheter and the guidewire were removed. The procedure was completed successfully with a mustang catheter. No patient complications were reported and the patient's status was well. However, the returned device revealed catheter entrapment on guidewire.